Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a loss of image and communication error caused by a defective charged coupled device unit and printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the loss of image and communication error occurred due to a defective charged coupled device unit and printed circuit board. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.